Event description:
A patient reported experiencing inaccurate high results with a lifescan meter. The patient's blood glucose results were 187 mg/dl vs. 120 lab. Tests were done within 11-20 minutes with a difference of 56%. Patient did not experience any adverse events.